Event description:
At 9:00am the pt performed a blood glucose test on the suspect device and obtained a reading of 298 mg/dl. Pt then took 15 units of humulin 70/30 insulin and ate. At 2pm pt passed out. 2:15pm paramedics were called and tested the blood glucose at 11 mg/dl on their meter. At the same time the suspect device was used and the result on it was 34 mg/dl. Pt was given a glucose IV and transported to the hospital. At the hospital pt's blood glucose was 130 mg/dl on a hospital device.